Manufacturer narrative:
The retained samples of the same lot have been inspected visually, tested electrically and thermally. Mechanical tests were performed on 2 retained samples. All samples were found to perform within limits. On december 20zh, we received the involved dispersive electrode skintact rsw25 and two further electrodes of the same lot number. The visual investigation of the involved electrode showed 6 burnt spots along the edge of the gel. The burnt spots were between 5mm x 5mm to 10mm x 10mm. Plenty of hair is present at several of the burnt spots. Assessing the involved device we assume that the injuries must have been third degree burns. We conducted electrical and thermal tests on the returned samples of the same lot number involved in the incident. The tested samples were found to perform within limits. It is unclear why the used eschmann generator has not alarmed as was stated in the initial report: "the diathermy machine in use was an eschmann and it didn't alarm". We have requested further information several times and finally received an update from the distributor: "for what it's worth, the customer seems to have used all the correct products, and placed the plate correctly. Aside from the fact that it appears they could have shaved the area on the patient first, there doesn't appear to have been anything wrong. Although they have checked the machine for faults, it appears that the only explanation is a faulty machine, as it did not alarm." He also stated that the user facility has closed the incident. We conclude that a user error might have at least contributed to the incident. The IFU states: "remove any hair from the chosen skin area and clean it carefully e.g. Of cosmetics. (...) Be aware that failure to shave may lead to skin burns." The hair visible at the burn site indicates that the IFU had not been followed. However, we have no indication whether the observed hair left on the patient (in the burnt areas) have been causal to the burn. Based on the information made available to us no further conclusion can be drawn. We therefore close the investigation.

Event description:
On (B)(6) 2016, we have been informed about an incident during a procedure in (B)(6). An eschmann generator (model: unknown) and a skintact rsw25 dispersive electrode were used. The complainant reported on (B)(6): "the patient received a burn (...). The patient was having surgery on his scrotum and the plate was placed on his upper thigh with the `tail` near the knee. He was not shaved. The diathermy machine in use was an eschmann and it didn't alarm. Following the incident (...), he was treated with antiseptic creams/gels and the leg was given access to air to heal. He should be being sent home today." No further information about the patient, the nature and duration of the procedure, the generator model, the power settings have been disclosed to us despite of repeated requests.

Manufacturer narrative:
The retained samples of the same lot have been inspected visually, tested electrically and thermally. Mechanical tests were performed on 2 retained samples. All samples were found to perform within limits. On december 20th, we received the involved dispersive electrode skintact rsw25 and two further electrodes of the same lot number. The visual investigation of the involved electrode showed 6 burnt spots along the edge of the gel. The burnt spots were between 5mm x 5mm to 10mm x 10mm. Plenty of hair is present at several of the burnt spots. Assessing the involved device we assume that the injuries must have been third degree burns. We conducted electrical and thermal tests on the returned samples of the same lot number involved in the incident. The tested samples were found to perform within limits. It is unclear why the used eschmann generator has not alarmed as was stated in the initial report: "the diathermy machine in use was an eschmann and it didn't alarm". We conclude that a user error might have contributed to the incident. The IFU states: "remove any hair from the chosen skin area and clean it carefully e.g. Of cosmetics. (...) Be aware that failure to shave may lead to skin burns." The hair visible at the burn site indicates that the IFU had not been followed. However, we have no indication whether the observed hair left on the patient (in the burnt areas) have been causal to the burn.

Event description:
On december 13th, 2016, we have been informed about an incident during a procedure in (B)(6) hospital. An eschmann generator (model: unknown) and a skintact rsw25 dispersive electrode were used. The complainant reported on december 13: "the patient received a burn (...). The patient was having surgery on his scrotum and the plate was placed on his upper thigh with the `tail` near the knee. He was not shaved. The diathermy machine in use was an eschmann and it didn't alarm. Following the incident (...), he was treated with antiseptic creams/gels and the leg was given access to air to heal. He should be being sent home today." No further information about the patient, the nature and duration of the procedure, the generator model, the power settings have been disclosed to us despite of repeated requests.